Manufacturer narrative:
(B)(4). D10: unk stem. Unk taper. G2: foreign - event occurred in canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, received a blood transfusion post-operatively and is alleging that the biomet m2a hip system has caused complications with metal wear. It was reported that no further information could be provided.